Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the activation button is sticking when the device is activated and does not release when the surgeon takes his finger off of the button. There was no patient injury. Another device of the same type was opened and used to complete the procedure.